Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
Manufacturer report number 3006705815-2023-03331. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein one lead was explanted and replaced. Stimulation was restored. It is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
The reported high impedance issue was confirmed. Analysis of the returned lead found it was cut during the explant procedure and returned in two segments. Microscopic inspection found a kink on the outer tubing, of the stimulation end lead segment, where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.